Manufacturer narrative:
This was stated in the nyt, see carreyrou, john. "A start-up claimed its device could cure cancer. Then patients began dying." The new york times, january 23, 2025. The manufacturer followed up with the facility in antigua where the claimed adverse events took place and with the treating physician. The facility has stated that it was not aware of any adverse events. The physician has not responded.

Event description:
This information was reported publicly by the new york times. See carreyrou, john. "A start-up claimed its device could cure cancer. Then patients began dying." The new york times, january 23, 2025. Patient p5 (female, 42, diagnosed with metastatic breast cancer prior to being treated with seraph 100) felt chest pain and learned of a large new tumor between her ribs and lungs after second treatment. She died three months after treatment, approximately in june 2024. The article states that these treatments took place outside the united states, in antigua.